Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm mitral masters series std was implanted in a patient by everting-mattress, anatomical position. The device was removed to suspect pvl (paravalvular leak) when it was rotated. The physician reimplanted the 25mm mitral masters series std by non-everting-mattress and anatomical position. Post implant, there was severe mitral regurgitation from within the valve confirmed by transesophageal echocardiography (tee). According to the physician, the cause of the regurgitation cannot be ruled out by the possibility of the product, but he believes it is the direction of the leaflet.the 25mm mitral masters series std was removed from the anatomy, and 25 mm mitral valve ptfe cuff, sjm master series valve was deployed as a replacement. The regurgitation was slightly improved, but still remained. Considering patient burden, the procedure was finished. There was a significant delay. Initially, the procedure time was planned to be 6 hours, but consequently it took 13 hours. The patient is stable.

Manufacturer narrative:
An event of severe mitral regurgitation was reported to be confirmed by transesophageal echocardiography (tee) post implant of masters valve. According to the physician, the cause of the regurgitation cannot be ruled out by the possibility of the product, but it was believed that it is the direction of the leaflet. A replacement valve was implanted and there was a significant delay. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when analyzed at abbott. The valve was able to be rotated freely. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, the transesophageal echocardiography images obtained intra-operatively demonstrated severe valvular regurgitation with evidence of two paravalvular jets. It is difficult to determine with certainty the cause of the reported event, but may be related to poor seating of valve onto native annulus. Per the information available abbott cannot further speculate on why the reported central regurgitation occurred. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.